Event description:
On (B)(6) 2012, the patient contacted animas and reported that the up arrow, down arrow and ok keypad buttons were sticking for two weeks and required multiple button presses in order to elicit a response. The issue reportedly became worse. There was no reported damage to the keypad. The patient did not indicate how the pump was worn or cleaned. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/02/2016 with the following findings: the keypad cover was found to be intact. All buttons were found to be unresponsive. The keypad cover was removed; contamination was found under the button key contacts. Unrelated to the complaint, the battrery compartment was observed to be cracked at the threads above the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).